Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip would not fall off even after the handle was pushed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name: (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip would not fall off. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the clip had both activations performed. No other problems with the device were noted. The reported event of clip would not fall off was not confirmed. Investigation found that the device was returned with the clip assembly attached, and with both activations performed which is evidence that the clip was properly activated. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.